Event description:
It was reported that the physician's vns handheld computer was not able to hold a charge even after being plugged in overnight. Troubleshooting was unable to be performed due to the issue. Information was later received confirming that the handheld computer was non-responsive and no charging indicator lights or activity from the handheld were seen. The faulty handheld was returned and underwent analysis. Analysis confirmed the non-functionality. The printed circuit board appeared to be damaged due to fluid ingress however a hairline crack was also observed in one of the solder connections for the sync connector. Rust was observed on some surfaces inside the handheld computer. The broken solder connection could result in intermittent ability to charge or power the handheld computer. After the solder connection was repaired, the handheld computer remained non-functional due to the fluid damage. Both of the anomalies would result in the scenario as reported by the physician and it cannot be determined when either anomaly began. As a result, it is uncertain if the broken solder connection, the fluid ingress, or both was present at the time of the report by the physician. No adverse events have been reported as a result of the issue.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.